Event description:
Per the clinic, the patient experienced a bacterial infection, redness and swelling at the implant site and was subsequently treated with oral antibiotics (specific date and duration not reported). In order to preserve the implant, the patient was admitted (specific date and duration not reported) for a revision surgery under general anaesthesia on (B)(6) 2025, to relief the abscess at the implant site. During admission, the patient was treated with IV antibiotics (specific date and duration not reported). After crust removal and further wound checks revealed the skin was covered with pus leading to a decision to explant the device. The device was explanted on (B)(6) 2025. A continual oral antibiotics (specific date and duration not reported) was administered to the patient. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.